Event description:
The customer reported that their AED was displaying service code indicating battery depleting due to previous battery being depleted and expired. The reported event did not occur during patient use.

Manufacturer narrative:
The customer reported that their AED was displaying service code indicating battery depleting due to battery depletion and expiration and the asi is flashing red. The maintenance schedule is reported as monthly. A new battery pack was inserted and the service code warning was cleared. The service code warnings are attributed to the depleted battery pack; the AED can remain in service with the new battery pack, and the customer should continue to monitor the device performance. The IFU states: improper maintenance can cause the defibtech ddu series AED not to function. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. The available information does not indicate that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a supplemental MDR shall be submitted.